Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus france, there was the possibility that the reported phenomenon was attributed to the following. In case of the evis 180 series videoscope connected the electrical circuit board of the subject device might have failure. In case of the evis 190 series videoscope connected there might be the temporary electrical connection failure due to connecting the endoscope the subject device with the insufficient drying of the endoscope, or failure of something other than the subject device such as light source and/or endoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that before the procedure, the image was not displayed. There was no report regarding patient injury and damage of the endoscopes related to the event. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated when the videoscope evis 190 and 180 series was connected to the subject device. Also olympus france found that the network management card for the display was malfunctioned.